Event description:
It was reported that during a mitral valve repair procedure, the physician noted that the right atrial (ra) lead was dislodged. The lead was sutured back into place. After the procedure, the lead exhibited very small p-waves and the capture was questionable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted: (B)(6) 2012. (B)(4).